Event description:
The customer, a third party biomed, reported to the philips response center (rc) that the device failed to complete the user initiated operational check opcheck on a couple of occasion by skipping test segments of the opcheck, including the "shock test". The customer reported that they were then not able to duplicate the issue.

Manufacturer narrative:
(B)(4).